Manufacturer narrative:
06-dec-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush heads...comes off - oral-b [device breakage], toothbrush heads...does not fit on to toothbrush snugly - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via social media stated that the oral-b toothbrush heads did not fit on the oral-b toothbrush snugly and came off while in use. No injury was reported. 06-dec-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads: comes off - oral-b [device breakage]. Toothbrush heads: does not fit on to toothbrush snugly - oral-b [device connection issue]. Case narrative: female consumer via social media stated that the oral-b toothbrush heads did not fit on the oral-b toothbrush snugly and came off while in use. No injury was reported.